Event description:
It was reported that the catheter did not move well in the vein and the guidewire was difficult to advance/retract in the lumen. After ablation of left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) the catheter did not move well in the right superior pulmonary vein (rspv) and the non- (B)(6) guidewire did not move well in the lumen. The catheter was replaced and the procedure was completed. No patient complications were reported. It was further reported that the guidewire was difficult to advance/retract in the lumen. The difficulty moving the catheter occurred when it was deployed to the basket shape. The device is expected to be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).